Manufacturer narrative:
H.6. Investigation: two photos of 3ml blister packs (p/n 309657) were received and evaluated. One photo of a sealed blister pack with the top web facing up batch # 0316969. The other photo is of a 3ml syringe sealed in a blister pack. The syringe was observed missing the entirety of its printed scale. The observed missing print condition is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0316969 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe had no scale markings on it. The following information was provided by the initial reporter: "we had an end user send 1 box of part#309657 back because there were no markings on the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe had no scale markings on it. The following information was provided by the initial reporter: "we had an end user send 1 box of part#309657 back because there were no markings on the syringe."